Event description:
Non-invasive blood pressure indicator gives erroneously high blood pressure reading when blood pressure is actually low. Eroneous readings ahve delayed appropriate treatment. Or anesthesia dept. Had 30 units and post anesthesia recovery dept. Has 24 units. Both depts. Have experienced difficulties as outlined above with this unitdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, computer software problem. Conclusion: software/firmware caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.